Manufacturer narrative:
H10 h3, h6: part of the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The distal needle was bent. It was no longer curved. The depth limiter button was not in the default position. No suture or anchors were returned. A functional evaluation was conducted. The deployment needle moved with moderate resistance, but would get stuck at the top of the deployment channel. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Internal complaint reference: (B)(4).

Event description:
It was reported that during surgery after the t1 was implanted the second anchor of the fast-fix 360 curved, was missing; the procedure was successfully completed without delay using a back-up device. The patient outcome is unknown. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: part of the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The distal needle was bent. It was no longer curved. The depth limiter button was not in the default position. No suture or anchors were returned. A functional evaluation was conducted. The deployment needle moved with moderate resistance, but would get stuck at the top of the deployment channel. The failure of "material deformation" was confirmed and the root cause is a stress problem. The condition in which the device was received did not allow for evaluation of the reported complaint of "component missing." A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the fast-fix 360 assembly process summary, found t2 is threaded on the the same suture as t1, approximately 3 inches away. No containment or corrective actions are recommended at this time.